Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the ultravit probe did not cut during a procedure. The procedure was completed and there was no harm to the patient. The product sample is available. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
No probe samples were returned for evaluation for the report of connector damaged and probe did not cut; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issues. Because samples were not returned by the customer, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint samples were received to determine a root cause. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).